Manufacturer narrative:
(B)(4). Device similar to device under 510(k) k073374. (B)(4). Investigation is still in progress.

Event description:
Description af event according to initial reporter: during the procedure, the user said that the filter failed to release. The user withdrew the device and replaced it with a new one to finish the procedure. Additional information received 21oct2016: procedure steps: puncture the right femoral vein and advance the 9fr introducer sheath system; after injecting the contrast, perform a cavography to verify position below the renal veins; then advance the filter and the filter failed to release completely; puncture the right internal jugular vein and advance the cook filter retrieval to catch the tip of the filter; withdraw the filter back to sheath but fail to release it again; withdraw all the device and replace new ones to finish the procedure. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the femoral and jugular introducer, sheath and dilator are returned. There is no filter. Based on the returned, it is assumed, that the femoral system was used for the procedure. This corresponds with the complaint report that states, "puncture the right femoral vein". The femoral introducer works flawlessly. The exact reason for the difficulties encountered when attempting to release the filter cannot be determined and there is no information of tortuous anatomy or if this could have contributed to the difficult filter release. No evidence to suggest that this device was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description af event according to initial reporter: during the procedure, the user said that the filter failed to release. The user withdrew the device and replaced it with a new one to finish the procedure. Additional information received 21oct2016: procedure steps: puncture the right femoral vein and advance the 9fr introducer sheath system; after injecting the contrast, perform a cavography to verify position below the renal veins; then advance the filter and the filter failed to release completely; puncture the right internal jugular vein and advance the cook filter retrieval to catch the tip of the filter; withdraw the filter back to sheath but fail to release it again; withdraw all the device and replace new ones to finish the procedure. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Device similar to device under 510(k) k073374. (B)(4). Investigation is still in progress.

Event description:
Description af event according to initial reporter: during the procedure, the user said that the filter failed to release. The user withdrew the device and replaced it with a new one to finish the procedure. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence".